Event description:
User received discrepant hcg result for one patient's sample. Initial result was 1.25 miu/ml, repeat result from 2008, was 462.4 miu/ml. No information was provided to determine if initial result was reported or if patient was adversely affected. If additional information is received, appropriate notification will be provided.